Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was received with frozen display due to corroded electronic assemblies. No stuck button alarm noted. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify unresponsive buttons due to frozen display. Unit was received with minor scratches on case, stained serial number label, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratches on lcd window.